Event description:
It was reported that a single event of oversensing was seen in-clinic during a normal follow up. The device was reprogrammed. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.